Manufacturer narrative:
A ge service representative performed an onsite investigation. The connections in the ac power plug and input transformer were evaluated and secured. The ps2 power supply was also evaluated, replaced and then calibrated to the optimal operating voltage. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported the fluoroscopic image was intermittently lost. This issue will effectively eliminate the ability to view a real time image. No patient death or serious injury was reported related to this event.